Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had high pacing impedance, decreased sensing, and was found to be oversensing noise leading to inappropriate automatic mode switch (ams) episodes. The patient felt palpitations due to the ams episodes. The lead was reprogrammed and will be monitored by physician. The patient was stable throughout procedure.